Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) liquid crystal display (lcd) and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that an 840 ventilator had an erratic display. Patient involvement is unknown.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.